Manufacturer narrative:
The malfunction was duplicated and attributed to an open at pin 1 pt end to pin 1 device end within the multifunction cable. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.